Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a uka surgery was performed on an undisclosed date due to rheumatism, the patient experienced pain and tibial fracture on (B)(6) 2023. This adverse event was treated by a revision surgery on (B)(6) 2023, in which the journey components were changed to legion. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the surgeon¿s statement, the primary unicompartmental knee arthroplasty for rheumatism caused the bone fracture. Per the report, the surgeon doesn't think the products failed. Therefore, it cannot be concluded that this was a mal performance of the smith and nephew implant or an implant failure. It was reported the patient was revised from the journey components and changed to all legion products. Since it was reported the patient¿s status is unknown, the patient impact beyond the reported pain, tibia fracture and subsequent revision cannot be determined. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition, postoperative care, patient bone quality and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.